Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed denovo lesion was located in a moderately tortuous and moderately calcified unspecified artery. A 8mm x 3.0mm quantum maverick balloon catheter was selected and on the first inflation to 18 atms for 20 seconds, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): returned product consisted of a quantum maverick mr device with blood and contrast present in the shaft. Microscopic, visual and tactile inspection of the balloon revealed a pinhole above the proximal markerband. Inspection of the markerband found no damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)